Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pocket 4.1 had a c6 read/write issue. A field service engineer (fse) ran the hardware test application (hta) and found no issues to report. The fse removed debris from under the pockets and removed c6, then launched the application. The pockets were not registered in the station, and the customer unloaded the pockets. The fse ran hta again and removed the narcotic from the pocket to allow the customer to recognize the narcotic information for reloading. The application was then launched. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had cubie pocket failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.